Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip; similar to device under 510(k) k090140; (B)(4). Summary of investigational findings: the introducer system, wire guide, and needle are returned. The red locking cap is only slightly tightened. According to specifications, the tightening/locking of red cap must be verified prior to shipment to prevent unintended filter release. Furthermore, initially, the release mechanism did not work due to hardened blood, but after activating/pushing it, it worked as intended. The grasping hook is nicely placed in introducer and no difference was noted when comparing it to a test hook. Furthermore, the grasping hook nicely grasped a test filter. Based on the description of event and investigation of returned device, it is not possible to determine root cause for the early detachment. Actions have been taken to address this pre deployment issue, however this device was manufactured prior to implementing this change, why suggesting the device was exposed to some shock during handling/transportation, which again resulted in the pre deployment during the procedure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement was performed. The delivery system was inserted from right internal jugular vein and the sheath was withdrawn to expand the filter as prescribed. The filter was retracted into the sheath to position correctly. When the same attempt was made for positioning a couple of times, the filter was released without clicking the release metal knob. The filter was placed in unintentional position a few cm above renal artery. The filter was caught with gtrs-200-rb inserted from right jugular vein and it was placed below renal artery. Patient outcome: no adverse effect on the patient.